Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. A visual inspection with naked eye noted that the silicone tubing was separated from the female connector. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had come loose from the plastic part where the twist clamp is located resulting in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.